Event description:
Implantable cath erosion. Pt presented for g-tube check and removal. The first view revealed that the locking loop of the catheter was not present. The assumption is that it was passed via peristalsis. The g-tube was removed without complications. The distal portion of the catheter was retained in the stomach. This is the 17th device failure since oct. 2001.